Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on 04/15/2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as red and itchy, located where the sensor adhesive sat. On (B)(6) 2016 the patient's mother took the patient to the doctor for the skin reaction. The doctor prescribed hydrocortisone cream. Affected area was treated with over-the-counter hydrocolloid barrier and over-the-counter flonase. Additional event or patient information was not provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring (cgm) system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.